Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl) after customer received a cortisone injection. Customer administered a correction bolus and was later hospitalized for bg level on (B)(6) 2016. Customer was treated with an IV and released on (B)(6) 2016.